Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the pulse field ablation farapulse procedure faradrive steerable sheath clear was selected for use. It has been mentioned that during the procedure, the sheath was introduced into the patient. Purge of the sheath went well. When the physician inserted the farawave catheter into the sheath, lot of air appeared in the sheath and it was very difficult to aspirate from the irrigation port of the sheath. Too many bubbles were noted when the physician aspirated from irrigation port of the sheath numerous times. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is expected to be returned.

Manufacturer narrative:
Additional information was provided in section b5 describe event or problem. The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the pulse field ablation farapulse procedure faradrive steerable sheath clear was selected for use. It has been mentioned that during the procedure, the sheath was introduced into the patient. Purge of the sheath went well. When the physician inserted the farawave catheter into the sheath, lot of air appeared in the sheath and it was very difficult to aspirate from the irrigation port of the sheath. Too many bubbles were noted when the physician aspirated from irrigation port of the sheath numerous times. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is expected to be returned. It was further reported that the pump was used for the irrigation of sheath. The guidewire was inside the farawave same position as introducing it into the sheath so the guidewire was not visible outside the catheter. No other issue has been reported.